Event description:
It was reported that a progav 2.0 shuntsystem (part # fx643t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 100 centimeters (cm). Weight: (B)(6). Gender: female.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav 2.0 is tested in the horizontal and the shuntassistant2.0 is tested in the vertical position. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. An accelerated outflow could be detected. The shuntassistant 2.0 is operating within the specified tolerances in the vertical position. Adjustment test: the progav 2.0 was tested and is not adjustable. Klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, protein deposits were found in both valves. Results: for the sake of completeness and transparency, we would like to point out that an adjustment test and permeability test were already performed in the hospital after the revision. Based on our examination results, we can determine an accelerated outflow and a non- adjustability at the progav 2.0 at the time of our examination. The deposits found could be named as the cause of the accelerated outflow and the non- adjustability. Existing proteins / deposits in the csf can impair the function of the valves temporarily and are a described side effect of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.